Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery and they experienced high blood glucose over 600 mg/dl. Troubleshooting was performed. The customer stated that insulin did not exit and there was greater than normal resistance when pushing the plunger. The customer disconnected and reconnected the set and reservoir and was able to prime, but stated there was still resistance. It was advised the alarm was caused by an infusion set/ reservoir connection. The customer stated the previous no delivery alarm was resolved by a complete set change. Most recent blood glucose level was 530 mg/dl, which they treated with manual injection. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.